Manufacturer narrative:
Evaluation result: release rod.

Event description:
It was reported by service report that the foot end of the stretcher drifts down. No patient involvement or adverse consequences are reported.